Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection cefazolin and injection ceftazidime (500 mg, once a day, routes not reported) for peritonitis. During the follow up, it was reported that the patient was treated with reflin (in each bag; dose, route, frequency, and duration not reported) and fortum (in each bag; dose, route, frequency, and duration not reported) for peritonitis. The cause of the event was unknown. Action taken with therapy was not reported. The outcome of the event was unknown. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).